Manufacturer narrative:
(B)(6). System shutdown resulted from a damaged power cord. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required.

Event description:
The user facility in france reported the system shut down during the procedure. There was intermittently no video on display and the cassette ejected from the fluid module. The system was not restarted, and the surgery was successfully completed by using a backup system. No medical intervention or additional anesthesia was required. There was no impact to patient.

Manufacturer narrative:
A service engineer evaluated the system and noted that the power cord was damaged. The cord was replaced, and all modules passed system check. The device history record has been reviewed and this module met specifications on the date of manufacture. The investigation is ongoing.